Manufacturer narrative:
The investigation has been completed. Field logs showed that the automated impella controller (aic) went to step seven of the case start, but the users did not start the pump. Instead, the pump was unplugged and plugged back into the aic. Since step 7 was already reached, the impella had already been initialized. Therefore, all previous steps were skipped when the impella was reconnected to the console. There was no evidence of a console or pump malfunction. In conclusion, it was determined that the cause of the case start issue was use related. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The staff reported the device skipped the screen stating ensure act 250/inserted into body? And was at the placement screen with no auto mode capability (controller failure - red alarm). This was resolved by switching to a backup controller and no patient harm was reported.